Event description:
The pt underwent an interventional procedure of ptca and stent placement in the common femoral artery. A previous procedure was performed 48 hours prior to this event. The physician attempted closure with the closer tsl 6fr device. A sheathogram was performed prior to deploying the device. The device was successfully deployed and the knot was lowered, however, oozing was apparent around the device. The physician attempted to tighten the knot, however, the suture came out of the artery with tissue (it is unknown if arterial or subcutaneous tissue). Closure was attempted with femstop and vasoseal #1. A hematoma of approx 6 cm resulted at the site. The femstop was applied from 10:30-15:00 and hemostasis was achieved, however the pt's family requested that the artery be surgically repaired and the physician complied.